Manufacturer narrative:
The reported events of conductor fracture, clavicle crush and high pacing impedance were confirmed. Final analysis found that the insulation was fractured/crushed at 21.3cm to 22.1cm from the connector pin. The damage sustained resulted from clavicular crush.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. An x-ray was performed and the rv lead was confirmed to have clavicular crush. The rv lead was explanted and replaced. The patient had no consequences.